Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the investigation, it is believed that there was no issue with the device, but a failure of the sdi cable. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical support staff spoke with the customer and attempting trouble-shooting options. Those attempts were unsuccessful. Customer later called back to inform tech support that he resolved the issue by changing out the sdi cable. The device will not be returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Customer reported no sdi input on their evis exera iii video system center. There was no patient harm or consequence reported as a result of this event.